Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample of a broken needle with opened packaging was returned for evaluation. Visual evaluation showed the used, contaminated needle to be severely bent and broken. Although a broken needle was returned, it should be noted that the event summary stated a catheter broke. In addition, it should be noted that the kit does not contain a catheter. This complaint is not confirmed to be related to any manufacturing defect. Per the manufacturer's investigation, this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, " do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is feltduring advancement of the needle, carefully correct the orientation of the needle but never apply excessive force." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: inserted the catheter through the inducer, it did not do what it was supposed to do and when he pulled back the tip of the catheter was gone. Patient had a surgical procedure with a small incision to pull out the catheter piece. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.